Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed. Customers and retailers have been informed through the letter.

Event description:
Customer reported the unit of measurement setting of his locked freestyle meter could be changed. There was no report of death, serious, injury or mistreatment associated with this event.